Event description:
It was reported that the patient experienced pain after the patient woke up from sedation. It was noted that the physician believes that due to patient pathology the percutaneous leads were causing compression of spinal cord. The leads were explanted and were kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7283159, UDI: (B)(4).